Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 120 or 130 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The sensors were replaced, and will be returned for analysis.